Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced needle and holder separate/spin out. The following information was provided by the initial reporter. The customer stated: "the needles are separating and breaking off ."

Manufacturer narrative:
The following fields were updated due to additional information: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 0003862. D.4. Medical device expiration date: 2024-12-31. H.4. Device manufacture date: 2020-01-03.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced needle and holder separate/spin out. The following information was provided by the initial reporter. The customer stated: "the needles are separating and breaking off with multiple lot numbers."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced needle and holder separate/spin out. The following information was provided by the initial reporter. The customer stated: "the needles are separating and breaking off with multiple lot numbers."